Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the hemolysis and renal issues were related to product performance of the farawave catheter. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis. The procedure was completed on (B)(6) 2025 with no complications at the time. During recovery the patient's creatinine levels had increased. The patient was admitted to the hospital and given lasix. The patient's creatinine levels continued to rise until they were started on dialysis on (B)(6) 2025. On (B)(6) it was seen that the patient's creatinine had decreased but still had not reached base levels. The patient was discharged on (B)(6) 2025 after two successful rounds of dialysis. Their creatinine had decreased, and their urine output had increased. They are expected to fully recover. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis. The procedure was completed on (B)(6) 2025 with no complications at the time. During recovery the patient's creatinine levels had increased. The patient was admitted to the hospital and given lasix. The patient's creatinine levels continued to rise until they were started on dialysis on (B)(6) 2025. On (B)(6) it was seen that the patient's creatinine had decreased but still had not reached base levels. The patient was discharged on (B)(6) 2025 after two successful rounds of dialysis. Their creatinine had decreased, and their urine output had increased. They are expected to fully recover. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.